Manufacturer narrative:
Manufacturer's ref# (B)(4). The device has been requested to be returned to the manufacturer for investigation, but is not available. Therefore, the investigation of the actual device is not possible. The clinical assessment conclusion: the clinical evaluation for the device family does evaluate receivers coming loose in the ear canal. This is identified in the risk analysis and mitigated through device design by ensuring a sufficient pull force. The user guide states to contact the hcp if a foreign object or wax is in the ear canal to reduce the potential risk of harm as far as possible. There are no new clinical aspects (e.g. Unforeseen use or clinical conditions) discovered from this event. Therefore, it is concluded that the current clinical evaluation and risk/benefit conclusions herein are sufficient. Risk register: the residual risk after the risk control measure(s) is acceptable. No new hazardous situations revealed and no need to update the risk register. Device history register: the serial number of the actual device are engraved on physical parts of the device. As the device is not available for investigation it is not possible to confirm the serial number and check manufacturers device history register. This is a combined initial and final report, no investigation or follow up information expected.

Event description:
Hearing care professional reported that a patient came in with broken sf3 receiver with part of the receiver staying back in the patient's ears. The receivers broke off at the junction of the red/blue and grey part with the red part (along with the metal receiver) and dome staying in the patient's ear while the wire and the grey part came out with the aid. The patient did not report any pain/other symptoms and did not see a doctor or take any medication for the same. On 08-nov-2022 hearing care professional stated that they are not looking to investigate this issue any further and she does not have any more information than already provided (see the above). Hearing care professional stated that the patient does not wish to investigate this case any further.